Event description:
Health professional reported after injection with 2 syringes of juvederm ultra xc in the nasolabial folds, marionette lines, and cheeks the patient experienced inflammation, headache,and fever within four hours of injection. Two days later the patient reported "oozing" from the left side of the face in the area of the injection sites. Four days after the injection the patient developed what the injecting health professional diagnosed as shingles. Patient has been treated with acyclovir, medrol dose pack, bactroban ointment, and vistaril. Symptoms are still present but responding to the treatment provided.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) /2013. Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine. Device labeling: "contraindications: juverderm ultra plus injectable gel is contraindicated for patients with sever allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Warnings: injection procedure reaction to juvederm ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days' duration."